Manufacturer narrative:
A2) patient age - average patient age: 66.47 ± 9.86 years. A3a) patient sex - 24 male, 3 female. A3b-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from japan, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, filling defects (occlusion) and dissection are listed as potential adverse events with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 18apr2020) ¿excimer laser coronary atherectomy prior to paclitaxel-coated balloon angioplasty for de novo coronary artery lesions¿. The study retrospectively aimed to evaluate the efficacy and safety of excimer laser coronary atherectomy (elca) prior to paclitaxel-coated balloon angioplasty for de novo coronary artery lesions. A total of 27 patients that underwent adjuvant elca prior to dcb angioplasty (¿elca¿), and 91 patients that underwent pretreatment by conventional balloon or scoring device were enrolled in the study between 2013 and 2018. All 27 patients that underwent ela procedures were treated with spectranetics elca laser atherectomy catheters. Procedural complications included 3 bailout stenting, 6 unspecified major adverse cardiac and cerebrovascular events (macce) and 5 procedural complications (2 of which were considered "minor" meaning minor dissection, side branch occlusion, or access site bleeding). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 18apr2020 has been used, the date of publication. Shibui, t., tsuchiyama, t., masuda, s., & nagamine, s. (2021). Excimer laser coronary atherectomy prior to paclitaxel-coated balloon angioplasty for de novo coronary artery lesions. Lasers in medical science, 36, 111¿117. Https://doi.org/10.1007/s10103-020-03019-w. This report captures the serious injuries that occurred after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.